Manufacturer narrative:
Additional information: contact person phone number and email: (B)(6). A getinge field service engineer evaluated fsr unable to duplicate reported failure. Performed full functional check, safety test.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit does not register pressure. There was no adverse effect to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not register pressure.